Event description:
It was reported that the patient had several episodes showing noise causing vf detection, no therapy was delivered. Patient was symptomatic due to pauses in pacing as well. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.